Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Pressure test and clear passage under water were performed with no issues noted. Functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set leaked. During infusion, the IV tubing leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.